Manufacturer narrative:
Clarification d.6a - partial date of implant - 2004. The event of deformity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, deformity.

Event description:
Patient reported "deflation, shape change, implant is deformed and sea water smell coming out of my nipple". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: abscess.

Event description:
Additionally, healthcare professional reported left side "abscess that was drained by general surgery."